Event description:
It was reported that this previously capped lead was part of a system revision due to infection and sepsis. There were no additional adverse patient effects reported. The capped lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).